Event description:
I went to check on the infant and noticed that the linens were wet and that the fluids that were hung may be leaking. Got a second nurse to check with me and she agreed that there was a leak in the triforcit of the line.